Manufacturer narrative:
The device was manufactured june 7, 2017 ¿ june 8, 2017. The device was received for evaluation. Visual inspection revealed a translucent particle, approximately 6.77 mm in length and 1.72 mm wide, located inside the fluid path of the tubing. Fourier transform infrared spectroscopy (ftir) revealed that the particle was polyvinyl chloride (pvc). The tubing of this device is also made of pvc. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was translucent brown particulate matter in the tubing of a large volume infusor. This was identified during filling. There was no patient involvement. No additional information is available.